Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter and a stopcock. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous kinks in the hypotube. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination revealed a longitudinal burst, 11 mm in length. There is no indication the device was inflated over rbp. Microscopic inspection of the markerband and tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified second right posterolateral segment (rpl). A 2.75mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, upon the second inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified second right posterolateral segment (rpl). A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon the second inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.